Event description:
It was reported that an artificial urinary sphincter was removed due to recurring incontinence and patient dissatisfaction as the implant was no longer effective on (B)(6) 2018. An aus, consisting of a 4.5cm cuff, pump, and 61-70cm h2o pressure regulating balloon, was implanted. No patient complications were reported in relation to this event.